Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was interrogated prior to an implant procedure. During interrogation, it was observed that the battery capacity was not full. The implantable cardiac monitor (icm) was not implanted. There were no patient consequences.

Manufacturer narrative:
The reported field event of battery capacity not being full was confirmed in the laboratory. The remaining battery capacity met the implant requirements. The device was tested on the bench and no anomalies were found.